Manufacturer narrative:
Concomitant medical products: magnesium, moderna covid vaccine. The event of "sinus infection" (not device related) is considered an unexpected adverse drug experience. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was discarded. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "sinus infection" is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient experienced the non device related event of "sinus infection" approximately five months after a subject was injected in the temples with juvéderm® voluma¿ xc. Treatment is noted as ¿amoxicillin 500mg." Event has resolved ten days after onset.